Manufacturer narrative:
The axium prime coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). The patient underwent coiling treatment for a small unruptured amorphous aneurysm located in anterior communicating artery (acom). The vessel was observed normal tortuous. It was reported that physician attempted to detach the coil two times with first instant detacher, one time with second instant detacher but coil did not detach. Then physician attempted three times with manual detachment method but still coil did not detach. When removing this coil after fail to detach, the patient had a small amount of bleeding in the aneurysm. The patient recovered smoothly after brain drainage, without sequelae.

Manufacturer narrative:
Device evaluation analysis found the pusher was broken distal to the break indicator with the release wire broken. The actuator interface, positive load indicator, break indicator and coupler tube was not returned for analysis. No kinks and bends were found along the length of the pusher. The coin was found to be present and pushed up against the lumen stop; with the shield coil present and intact. The implant coil was returned pushed out of the introducer sheath with damages and stretching along the length of the implant coil with the polypropylene filament still intact. A manual attempt to detach the implant coil was performed by breaking the pusher and withdrawing the release wire but was unsuccessful, causing the pushwire to knot up just distal to the marker coil. Under microscopy, the outer jacket was removed, and dried blood was found bonded to the release wire/coin, as well as within the lumen stop and retainer ring. The implant coil was soaked with enzyte in an ultrasonic cleaner to remove the blood and the implant coil was successfully detached with no issue. Based on the analysis performed, the axium prime coil was confirmed to have non-detachment as the pusher was returned with the implant coil still attached, however the cause of the non-detach could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.